Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded.

Event description:
On (B)(6) 2013, the reporter stated that patient was a (B)(6) and was very skinny. The fourth day of application, when the mother was administered the product the needle broke. She grabbed the leg to administer the injection in the thigh, the son stood reluctantly and moved a little. She continued the administration, removed the pen and realized at that time that the needle had broken. The child was taken to the emergency room and an x-ray was performed and revealed the presence of the needle in the leg. The next morning the surgery was performed under general anesthesia. A radiography was performed to identify the location of the needle. The doctor made three small incisions to remove the needle with the aid of forceps. The procedure went well. On (B)(6) 2013, the dressing was removed, and the small incisions of 1 cm and the child were doing well. On an unknown date, the mother discontinued treatment with genotropin.